Event description:
It was reported that during a stenting treatment procedure in the urethra, the "physician inserted the balloon into the patient body and tried to inflate, but it couldn't. So he drew it back from the patient body and found the balloon torned out." It was further reported that the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good." Further information has been requested about this event.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.